Event description:
Nurse, calling on behalf of the customer, reported that the customer's adc freestyle libre reader would not power on with the button press. On (B)(6) 2018, the customer was dizzy and obtained an unspecified ketone measurement on an unspecified reader and self-presented to the hospital. The customer was treated with insulin in the intensive care ward. No further information was provided. It was reported that the customer was still under intensive care. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. The serial number of the customer¿s product (B)(4) was determined to be valid. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Nurse, calling on behalf of the customer, reported that the customer's adc freestyle libre reader would not power on with button press. On (B)(6) 2018, customer was dizzy and obtained an unspecified ketone measurement on an unspecified reader and self presented to the hospital. Customer was treated with insulin on the intensive care ward. No further information was provided. It was reported that the customer was still under intensive care. There was no report of death or permanent injury associated with this event.